Event description:
The manufacturer field service technician reported that the device overheated while they were conducting a diagnostic visit at the user facility. There were no adverse consequences related to this event.